Event description:
The user reported that the cooler heater did not produce enough flow output during cool modes. The user troubleshooted the unit and the results of those test indicated that the unit met specifications. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.